Event description:
The 3 patients were hospitalized with meningitis. Patient number 1 injected on (B)(6) 2012. Patient number 2 injected on (B)(6) 2012. Patient number 3 injected on (B)(6) 2012. All patients have thorough history taken, upon arrival bp, temp are taken. No patient is injected if assessment is not within normal ranges and a post assessment is done.

Manufacturer narrative:
An email was received from sales representative of the facility, (B)(6). (B)(6) disposables has requested more information and/or sample of the product to conduct further investigations and testing, as well as completion of this form accurately. The initial review of this tray confirmed that this kit has the accessories for an epidural procedure, without including the spinal needle. Lot #: 1230407, manufacture date: 06/20/2012.